Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), batch: n/a.

Event description:
It was reported that the patient is having the system explanted due to ineffective therapy as well as surgical site discomfort, especially when lying down. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: 1627487-2023-04014.